Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported that they got their implantable neurostimulator (ins) adjusted by their doctor. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported by the patient¿s daughter that patient had shoulder surgery and ever since the device hasn't been working, patient is not able to hold the urine. The caller does not think that patient turned stimulation off prior to the surgery. Caller did not have access to patient or equipment during the call to try troubleshooting. No further complications were reported or are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient: the patient responded that the cause of the device not working was when they were hospitalized was that they had several tests done such as ultrasound, x-ray, CT scans and didn't tell the hospital that they had the implant. The hcp reprogrammed the device and it is working fine now. There were no further complications reported or anticipated.